Event description:
Hcp reports after a fall the patient presented with shortness of breath related to dyskinesia induced by stimulation. Reprogramming of the patient's ipg resolved the dyskinesia and shortness of breath. There was no device damage from the fall and the patient recovered without sequela. No report of device explantation. A follow up report will be sent if addtional information is received.